Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found the green cable was bent at the lemo connector, and a broken coil pin had stopped the rotation knob from turning. The e-clip was broken during disassembly. To correct the customer's complaint the analysis site replaced the green cable, the coil pin and the e-clip. As part of the standard service process replaced the port shaft, coil pin, spade assembly and spur gear and removed blue seals from lemo connectors. After servicing the unit passed qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the green cable has physical damage and the rear rotation knob is broken. There were no pt consequences reported. There have been no interruptions in the breast biopsy. One device to be returned.